Event description:
It was reported that during the coil embolization procedure, the orbit mini complex fill 3.5x5 coil (637mf3505/ 15698778) was stretched when using for frame coil. He removed this coil with m/c. He used another same size coil and procedure was successfully done. There was no adverse event reported and the component remains implanted.

Manufacturer narrative:
It was reported that during the coil embolization procedure, the orbit mini complex fill 3.5x5 coil (637mf3505/ 15698778) was stretched when using for frame coil. He removed this coil with m/c. Another same size coil was used and procedure was successfully done. There was no adverse event reported and the component remains implanted. The device was returned for analysis, and no further information was provided. A non-sterile orbit mini complex fill 3.5x5 was received coiled, inside of a plastic bag. The hypotube, the introducer, the support coil and the gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 15698778 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ stretched¿ was confirmed during the analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages leaving from the facility; therefore no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
The product was expected for analysis, but to date the product has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during the coil embolization procedure, the orbit mini complex fill 3.5x5 coil (637mf3505/ 15698778) was stretched when using for frame coil. He removed this coil with m/c. Another same size coil was used and procedure was successfully done. There was no adverse event reported and the component remains implanted. The device was not returned for analysis, and no further information was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported as ¿unraveled stretched ¿was not confirmed since the embolic coil/device was not received for analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed events.